Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A u.s. Distributor contacted zoll to report that a patient had open skin underneath the electrodes. The patient reported removing the device to due to the blister. Follow-up did not indicate any additional issues regarding the patient's skin irritation. The current condition medical condition of the blister is unknown.